Event description:
Fever, flu-like symptoms, infection indicated by blood counts, and discharge that consisted of pin-sized dark dots and large gel-like bloody clots all occurred after undergoing uae. Doctor is concerned one very large necrotic fibroid will become an abcess. Uterus was enlarged twelve weeks post-procedure, and is still enlarged ten months after uae.